Event description:
Catheter cardiovasc interv. 2020;95:1136-1140. Title: use of "super-glue" to seal a perforation during chronic total occlusion coronary intervention and the potential to "unglue" it. Excerpt: a 63 -year-old man presented to an outside hospital with sustained ventricular tachycardia and pulmonary edema requiring cardioversion and endotracheal intubation. He was started on an amiodarone drip. Troponin increased to 23 ng/ml; he was transferred for further management. Three months prior to the current admission, he was diagnosed with multivessel coronary artery disease consisting of 40% left main lesion, 60-70% left anterior descending artery (lad) lesion, 99% mid-circumflex (cx) lesion and 100% proximal right coronary lesion. He was referred for coronary artery bypass graft surgery but was turned down due to multiple co-morbidities including severe chronic obstructive pulmonary disease, decreased ejection fraction (35%) and prior stroke. After transfer, angiography was repeated and was essentially unchanged except that the 99% cx lesion had progressed to a total occlusion (figure 1, supplemental video 1). A second cardiac surgery team evaluated the patient and deemed him to be at prohibitive surgical risk. The interventional plan was to revascularize the cx first followed by the lad using impella cp for left ventricular hemodynamic support. Antegrade wire escalation strategy was used for the cx intervention. Using turnpike spiral (vascular solutions, minneapolis, mn) for microcatheter support and wire escalation [runthrough (terumo, tokyo, japan), fielder xt (asahi intecc, tokyo, japan), pilot 200], the cx was recanalized and a 2.5 × 23 mm xience stent was implanted (figure 2, supplemental video 2). Distal wiring was challenging with the wire tip being clearly in the subintimal space on more than one wire passage; however, the wire ultimately was passed intraluminally. It was then decided to evaluate the physiologic significance of the lad lesion using fractional flow reserve. During lad wire manipulation, the patient's blood pressure decreased with loss of the phasicity of the waveform on the impella monitor and a decrease in the impella forward flow from 3.3 to 1.5 l/min (figure 3). Angiography revealed a perforation (ellis 3) in the cx distal to the original cto (figure 4, supplemental video 3).